Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4). The device was returned and analyzed. The device met normal depletion with 80% of expected longevity. Analysis of the device and internal components were as expected for a device at eri. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. Performance data was collected from the device and analyzed. Time of eri (elective replacement indicator) in save to disk on (B)(4) 2012 device eri less than or equal to 2.62 volt. Weekly battery voltage trend data shows min b(v) equal to 2.64 to 2.62 volts minimum between (B)(4) 2012 and (B)(4) 2012. One patient alert for low bv on (B)(4) 2012 03:00:04.

Event description:
It was reported that the device reached elective replacement indicator. The longevity of the device is being questioned to see if it was within specification. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Time of eri (elective replacement indicator) in save to disk on (B)(6) 2012, device eri less than or equal to 2.62 volt. Weekly battery voltage trend data shows min b(v) equal to 2.64 to 2.62 volts minimum between (B)(6) 2012. One patient alert for low bv on (B)(6) 2012 03:00:04.